Manufacturer narrative:
Pump received with intermittent button response due to partial unlocked j2/lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify software error bad pointer, impossible default case, parameter out of range, etc alarm and meter reading anomaly due to buttons not responding.

Event description:
The customer reported via phone call that the insulin pump alarmed error. The customer's blood glucose value was 101 mg/dl. Customer reported they were able to clear the alarm. Customer stated they were unable to rewind the pump. Customer stated the alarm did not occur right after a battery change. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.